Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage - no leak -air in line could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21059017 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of component damage - no leak - air in line with lot #21059017 regarding item #2426-0007. H3 other text : see h.10.

Event description:
It was reported that 2 as lvp 20d 3ss cv sets had broken spikes and air-in-line error messages. The following information was provided by the initial reporter: "use of this lot # resulted in the tubing on top of the spike chamber broke when ed staff attempted to insert it into the IV solution." "A second instance while using this same lot #, caused an ¿air-in-line¿ error message on the alaris pump equipment."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak -air in line could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21059017 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 as lvp 20d 3ss cv sets had broken spikes and air-in-line error messages. The following information was provided by the initial reporter: "use of this lot # resulted in the tubing on top of the spike chamber broke when ed staff attempted to insert it into the IV solution." "A second instance while using this same lot #, caused an ¿air-in-line¿ error message on the alaris pump equipment."